Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated with unspecified antibiotics. The patient later recovered from the peritonitis and was discharged from the hospital after 15 days. The patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.